Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose level was 400 mg/dl. Customer administered a correction bolus to address blood glucose level. During the call with tandem's technical support, the customer was able to reload a cartridge successfully.